Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified and reproduced during evaluation. The reported symptom 'false downstream occlusion' was verified through a review of the event history log which. Evaluation revealed that the cause was an out of specification downstream tubing guide which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion. There was no patient involvement. No additional information is available.